Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02537. It was reported that the patient experienced ineffective stimulation caused by lead migration through twiddler's syndrome. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.